Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a female pt who used super poligrip original as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 1990, the pt used super poligrip original at unk dosing. At an unk time after using super poligrip original, the pt experienced nerve damage. Treatment with super poligrip original was continued. At the time of reporting, the outcome of the event was unk. No specific injuries were identified at this time. According to the legal complaint, the pt experienced neurological disorders. The pt "suffered, and continues to suffer from severe mental and emotional injuries, including but not limited to, severe emotional distress, depression, anxiety, worry and anguish." The pt "suffered severe and permanent physical injuries, including, but not limited to, profound and permanent neurological injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future." F/u info was rec'd on (B)(4) 2011, via medical records. A (B)(4) study in 1999, showed no evidence of peripheral neuropathy. On (B)(6) 2002, the pt was seen for progressive anemia and leukopenia. The pt had severe chronic pain syndrome and had been opiod dependent for several yrs. Iron studies confirmed iron deficiency, which was replaced w/o full recover in her counts. On (B)(6) 2002, the pt had a lifelong problem with anemia, which was not relieved by her hysterectomy at age (B)(6). The pt had variously been tried on iron, folic acid, b12, and had two blood transfusions in her life (one in 2001 for three units and one in (B)(6) 2002 for two units.) The pt's daughter reported the pt had become very depressed at the death of her mother five yrs ago (1997) and had stopped eating. The pt had lifelong obesity, but lost (B)(6)pounds. Much of the weight loss could be due to "starvation, self-inflicted." The pt had been depressed all her life and had been on intermittent antidepressant therapy. The pt reported she had never perceived any improvement, so she discontinued antidepressants. On (B)(6) 2003, the pt had a magnetic resonance imaging (MRI) of the cervical spine due to worsening peripheral neuropathy. The scan showed cervical spinal cord atrophy w/o atrophy of the brain stem. On (B)(6) 2003, the pt was seen in the neuromuscular disease clinic due to progression of her neuropathy. The pt was originally seen on (B)(6) 2003, at which time she had a history of a longstanding neuropathy with a superimposed more rapid progression, dating from (B)(6) 2002. In (B)(6) 2003, she was using a walker since (B)(6) 2002, with rare falls. Electrodiagnostic study revealed an axonal neuropathy with no evidence of primary demyelination. The pt had become markedly weaker and she could now ambulate with a walker only with someone helping her. This had resulted in numerous falls. Her sensory loss had worsened and she now had decreased, or abnormal sensation up to her hips and her hands. On (B)(6) 2003, the pt was noted to have more bothersome paresthesias, dysesthesias, and muscle weakness (lower extremities greater than upper extremities, distal greater than proximal) for five yrs (since approx 1998). The symptoms had become markedly worse since (B)(6) 2002. By now, the pt had bilateral foot drop and had difficulty walking due to both weakness and poor balance. Impression included unexplained weight loss and osteoporosis. On (B)(6) 2003, a nerve and muscle biopsy had been performed that week and showed evidence of a relatively mild neuropathy. The pt had lost a considerable amount of weight in the setting of a normal appetite. This raised the question of an underlying malignancy. On (B)(6) 2004, the pt's copper level was less than 200 mcg/l (normal 490 to 1840) and the zinc level was 1744 ug/l (normal 670 to 1240). On (B)(6) 2005, the pt requested a motorized wheelchair due to anemia of unk origin, chronic wasting disease of unk origin, and neuropathy of unk origin. The pt had been non ambulatory for quite some time and had essentially been wheelchair bound. Over the last (B)(6) months, she had continued to develop increasing weakness and neuropathy symptoms in her upper extremities with the left side being more so affected than the right. Due to the weakness in her upper extremities, it was believed that the pt would be unlikely to be able to propel herself in a conventional manual wheelchair. On (B)(6) 2008, the pt's diagnosis/problem list included joint pain, arthritis, osteoporosis, chronic wasting disease, anemia, and general neuropathy. The pt was hospitalized from (B)(6) 2008 until (B)(6) 2008, with chronic wasting disease, sepsis, decubitus ulcers, severe malnutrition, and chronic anemia. The pt was brought to the emergency room by her family after being found non-responsive at home. The pt had chronic decubitus ulcers. The pt had a 50,000 white count and was diagnosed with sepsis. She was treated with intravenous (IV) fluids and IV antibiotics, including flagyl and rocephin. The pt had a living will and with family present, the decision was made to withdraw care and discharged from hospice since approx (B)(6) 2010. The pt's "mysterious" muscle wasting disease stabilized and she had actually increased her weight from a low of (B)(6) pounds to (B)(6) at present. This case has been upgraded to medically serious by gsk.